Event description:
It was reported a perforation occurred. On (B)(6) 2006, a greenfield filter was implanted in the patient. On (B)(6) 2018 the patient received a computed tomography (CT) scan which showed that extraluminal struts are present with a medial strut abutting the posterior margin of the aortic bifurcation. No further patient complications were reported. It was further reported that the ivc filter was migrated and tilted with apex against the wall.

Event description:
It was reported a perforation occurred. On (B)(6) 2006, a greenfield filter was implanted in the patient. On (B)(6) 2018 the patient received a computed tomography (CT) scan which showed that extraluminal struts are present with a medial strut abutting the posterior margin of the aortic bifurcation. No further patient complications were reported.